Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that the there are issues with the keypad of the insulin pump. The numbers keep scrolling. The blood glucose reading is 222 mg/dl. Nothing further reported.